Event description:
It was reported that in anesthesia prior to insertion, the m.d. Found that the swg was bent prior to insertion. As a result, a new kit was opened and used without issue. There was a reported delay, however, there was no harm to the patient due to the delay. There was no reported death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).